Event description:
A customer reported a "incompatible sensor" error message with the adc device and was unable to obtain readings. The customer experienced symptoms described as sweating, cold, difficulty in breathing, and a loss of consciousness. The customer was brought to the emergency room and had contact with a healthcare professional (hcp) who provided unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Watermark was not observed at the base of the tail. Inspected the plug assembly, no issues were observed. This complaint is not confirmed due to tail not properly inserted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "incompatible sensor" error message with the adc device and was unable to obtain readings. The customer experienced symptoms described as sweating, cold, difficulty in breathing, and a loss of consciousness. The customer was brought to the emergency room and had contact with a healthcare professional (hcp) who provided unspecified treatment. There was no report of death or permanent injury associated with this event.